Event description:
The following info was provided by the importer, (B)(6). At (B)(6), the luggie scooter user was riding the scooter up on a 30 degree incline even though our owner¿s manual specifies not to exceed a 6 degree incline. So the luggie lost power per the report we received on (B)(4) 2013 from the importer. Then he rolled backward out of control, then he fell and the scooter fell over him. He landed on his left side, he said he was bearing the grunt on his left elbow and the left side of his head resulted in a large heavy bleeding lump on his head. In addition, to a large lump on his left elbow, he also has abrasions on his left shoulder. We specifically state in our owner¿s manual the proper use of the luggie with recommended incline of 6 degree. The importer reported that the user was on a cruise aboard the (B)(4), which he will be on it until (B)(6) 2013, because this is a cruise around the world. While he was at (B)(4), he was riding the luggie on a 30 degree incline which is against our owner¿s manual recommended incline maximum of 6 degree. The user mentioned the luggie lost power and started to roll backward out of control. He fell and landed on his left side and the luggie fell on top and over him which lead to his injuries of left elbow lump and bruised, a large bleeding lump on his head, and has abrasions on this left shoulder. The user informed the importer that he is doing better and that he will contact the importer when he arrives to the next port so that the importer will have updated info until he is able to return to the USA on (B)(6) 2013. We have not yet been able to run any tests nor are we able to receive the luggie due to the fact that it is still in the ocean on his cruise. The attached photos and cruise line schedule provided by the importer originated from the luggie user. We also provided an invoice with the info as to when we sold this unit to the importer luggie scooter inc.